Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2004; product ID: dtma1d1 crt-d, implanted: (B)(6) 2019; product ID: dtba1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had progressively rising to high thresholds. Reprogramming was done and the lead remains in use. This patient is a participant in a clinical study. No patient complications have been reported as a result of this event.